Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. However, a root cause could not be identified. Based on the results of the investigation, it was not possible to specify the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign object inside the nozzle. There was no patient involvement.